Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2012.

Event description:
Patient was revised to address pain, grinding and elevated metal ion levels. Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Primary and revision surgical reports reviewed. Primary surgical report, with doi of (B)(6) 2008, included component sticker sheet. Revision surgical report noted that patient also had right hip with asr components with a revision (B)(6) 2011 after a fall caused pain. The right hip will be reported on (B)(4). Revision surgical report also noted the joint fluid to be turbid with metal staining and mild hemosiderin. There were no metal ion lab results within records reviewed at this time. Taper sleeve and stem were added for elevated metal ion levels. Part/lot updated. The complaint was updated on: (B)(6) 2016.